Event description:
It was reported the implantable tachy lead demonstrated high thresholds and a gradual increase in impedance. The pacing portion of the lead was inactivated and the high voltage function for therapy remains in use. A new pacing lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an out of tolerance subthreshold lead impedance out of range alert occurred on (B)(6) 2014. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and was rising. The max ventricular pacing impedance rose from 741 ohms on the week ending (B)(6) 2013, to 3154 ohms the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.